Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrointestinal videoscope was suspected of having a reprocessing defect was used in a case. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 18 years since the subject device was manufactured. Based on the investigation results, it appears that the issues stemmed from user oversight and mismanagement. The water filter replacement deadline was likely exceeded due to the user's failure to thoroughly read the instruction manual and properly manage the replacement process. Similarly, the lack of disinfection of the water line seems to be a result of the user not reviewing the manual and lacking sufficient knowledge of the equipment. Additionally, the failure to perform acecide concentration checks can be attributed to the user's incomplete understanding of how to use the acecide checker, again due to insufficient attention to the manual. In conclusion, there may have been a discrepancy in the perception of equipment handling and reprocessing procedures between the facility and olympus recommendations. The root causes of the subject events were unable to be specified. Such events can be detected and prevented according to the following ifus: [oer-4 instruction manual operation] chapter 7 monthly or weekly work to be done whenever necessary. 7.2 replacing the water filter (maj-2318) to prevent contamination of the rinse water, replace the water filter regularly, at least once a month. Also, replace if an abnormality code [e01] is displayed due to insufficient water supply. To replace the water filter, follow these steps: chapter 3 inspection before use 3.9 confirmation of concentration of disinfectant liquid when cleaning and disinfecting the endoscope, be sure to use an acecide checker or portable concentration checker to ensure that the disinfectant is at an effective concentration. Be sure to replace the disinfectant solution before it loses its disinfection effect. ¿ check the concentration of the disinfectant solution every time you disinfect the endoscope using the acecide checker or the portable concentration checker. Failure to do so may result in inadequate disinfection. Also, be sure to change the disinfectant solution before it loses its disinfection effect. [Oer-4 instruction manual installation] chapter 4 installation of equipment 4.18 disinfection of water supply pipelines be sure to disinfect the water supply line in the following cases. ¿ when using this device for the first time (after setting the water filter) ¿ if the water filter is replaced ¿ when it is determined that bacteria have been mixed in the water supply pipeline ¿ if the device has not been used for a long time to disinfect the water supply pipeline, use the acecide disinfectant solution in the device. Additionally, the scope's IFU states, "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Which warns against inappropriate reprocessing. Olympus will continue to monitor field performance for this device.